Event description:
The reporter stated a capsule tear occurred prior to implanting a 21.0 diopter collamer aspheric three piece lens. The reporter stated it was unk what caused the capsule tear, but this facility does use the manufacturer's phacoemulsification equipment. The reporter stated the phacoemulsification equipment did not malfunction and were used in surgeries after this event.